Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed meter blood glucose now every 15 minutes. Customer's blood glucose level was 498 mg/dl. The customer was unable to calibrate. Her ketones were running large. Customer's blood glucose level was coming down because she found a site the worked. She got up that morning and almost passed out. The customer was very tired and seemed disoriented. The device was not returned.